Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. The issue occurred during unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Three attempts were made to obtain additional information, but no response was received from the customer. Updated fields: g1; g3; h2; h6 and h11. Corrected field: e3. The device was not returned to olympus for inspection. However, the customer contacted olympus technical assistance support (tac) via phone and technical assistance center (tac) provided remote troubleshooting. Tac advised that going over the cabling the comp out connected to the monitor 12g sdi in. On the cv-190 the serial digital interface (sdi) out 1 and 2 free and nothing input. Comp out going to external monitor oev-321 to the 12g sdi input will not resolve the issue. Then advised connecting the sdi out 1 to the 12g sdi input which resolved the issue. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Troubleshooting was able to resolve the reported allegation. The reported malfunction was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to the user of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.